Event description:
Report received from (B)(6) stating that the device needed service. It was found to have a worn hose and damaged seals. It is unk if this event occurred during surgery. It is unk if there was pt/user injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).